Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient was examined by their dentist during their cleaning and was found to have several of their back teeth have receding gums. The dentist stated to patient this is because the use of their aligners and their teeth being moved. The dentist had concerns for patient's aligner treatment and if the receding gums worsened it would cause serious issues.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.